Event description:
It was reported that within a month of implant, the patient had a sever cough with a respiratory infection. The physician thought the patient coughed the lead out of the coronary sinus (cs). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, there was apparent explant damage and the lead was stretched.